Manufacturer narrative:
(B)(4).

Event description:
It was reported that teh right ventricular lead exhibited noise during a merlin.net transmission. The dependent patient later presented to the clinic for folllow up and the lead exhibited unstable impedance ranging from high to low. The lead exhibited intermittent loss of capture with isometric arm movements. The patient complained of experiencing dizziness when performing arm movements. On (B)(6) 2015 the lead exhibited oversensing and was capped and replaced. No additional information or patient symptoms were reported.